Event description:
Health professional reported a lap band leak.

Manufacturer narrative:
Taper ii. (B) (4). The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."